Event description:
It was reported that the customer's blood glucose (bg) value displayed as "low"; however, specific value was not provided. Cause was not known. The customers mother provided liquid carbs via juice to address the decreased bg. Technical support recommended that the caller consult a healthcare professional to discuss possible factors affecting blood glucose levels, and the customer confirmed understanding. MDR